Event description:
During the zoll investigation on sept 20, 2022, the thermogard xp ivtm system (sn: (B)(4) displayed tcmid:06 (ce post failure) error message. No patient involvement.

Manufacturer narrative:
During the zoll investigation on sept 20, 2022, the thermogard xp ivtm system (sn: (B)(4) displayed tcmid:06 (ce post failure) error message. The probable root cause for the error message is the cooling engine (ce) heater failure, likely due to normal wear and tear. The thermogard console was manufactured in 2010 and is 12 years old, well beyond its expected serviceable life of 5 years. Upon visual inspection, the coldwell fountain was missing the top cap, air bubbles were observed on the window display, and the coldwell gaskets were degraded and turned in yellow color. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling. The damaged or missing parts will be replaced to address the observed issues. Related to the complaint, the cooling engine and pic-16 board were burnt at the heater wiring connectors, possibly due to a leaking current. The burnt connector resulted in a poor electrical connection, causing the tcmid:06 error messages. The thermogard xp ivtm system failed functional testing due to the displayed tcmid: 06 error message. The ce heater element failed (18.7 ohms). The ce heater will be replaced to remedy the observed issue. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn: (B)(4).